Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown fns locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision of a femoral neck system (fns) implant due to nonunion and was converted into a total hip. The patient was initially implanted with the following femoral neck system implants, one bolt for femoral neck system, one femoral neck system plate, one 85mm unknown antirotation bolt, and two 5.0mm unknown titanium locking screw on an unknown date. The hardware did not fail, it remained in its position. The patient's bone quality was extremely poor. The devices were removed. There was no surgical delay. Procedure was completed successfully completed. Patient status was unknown. This is report 4 of 5 for (B)(4). This report is for an unknown fns locking screw.